Event description:
It was reported that during a right intramedullary femoral rodding for a fracture, a reamer head broke. All fragments were retrieved. No fragments were left in the patient. This led to a delay of approximately one hour to the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.